Event description:
Philips received a complaint by the customer on the v60 indicating that not able to get into diagnostic mode. It was reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 11/21/2022, 12/05/2022 and 01/12/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.